Event description:
It was reported that the insulin pump alarmed no delivery during the bolus procedure. The blood glucose reading was 401 mg/dl. The customer stated that he changed the infusion thereafter, and he was able to prime the insulin pump; however, he received another no delivery alarm while attempting to bolus again. He reported that the alarm was resolved by a infusion set change. He declined to return the infusion set and reservoir for analysis. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.